Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they wanted early upgrade as soon as possible because of their problem about the insulin pump tone and vibrations. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.